Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the ceiling mounted radiation shield problem. Upon troubleshooting, philips remote service engineer (fse) checked the system remotely and found ceiling mounted radiation shied mechanical adjustment required and requested onsite support. To resolve the issue, the philips field service engineer (fse) went onsite and adjusted the lead glass arm. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the ceiling mounted radiation shield had a problem. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.